Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had low blood glucose and customer believed he was over delivering using when doing bolus deliveries. Customer's blood glucose value was 60 mg/dl. Customer's current blood glucose value was 223 mg/dl. The customer was treated by eating glucose tablet. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.